Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient not being connected when therapy was initiated was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device. This occurred during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting with the technical service representative (tsr), it was found that the hp was not connected when therapy was initiated. The tsr explained the error and proper procedures, per the user manual, to the hp. The tsr had the hp cycle the power on the hc device to clear the alarm. The tsr then had the hp disconnect and advised the hp to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.